Event description:
Infection in ear. Information was received from a physician on 27-jan-2006 concerning a patient, 2 of 2, who on an unspecified date underwent a middle ear surgical procedure (not otherwise specified) with the placement of sepragel ent for an unknown indication. Subsequently, the patient developed an infection in the ear. It was noted that the patient was on an antibiotic and still developed an infection. At the time of this report, the patient's outcome was unknown. The reporting physician did not provide a causality assessment.